Event description:
Medtronic received information that rewind anomaly, no delivery/occlusion alarm - unknown timing, failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11e. Retainer ring = black. On (B)(6) 2021 customer alleged rewind anomaly, failed battery alerts, and random no delivery alarms. In addition, customer alleged pump has cosmetic damage(broken belt clip rails). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No rewind anomaly noted. However, no delivery alarms noted in the pump history files on (B)(6) 2021 at 3:58pm and 3:59pm during bolus. No motor alarms noted during testing or in the pump history files. No failed battery test alerts noted when inserting a new battery or during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alarms noted in the pump history files. Force sensor was measured and is within spec (27.0mv at zero offset). No damage noted at the electronic assemblies or at the motor home switch during visual inspection. In summary, customer allegation for cosmetic damage(broken belt clip rails) was not confirmed during visual inspection however, scratched case and cracked keypad overlay was noted. No rewind anomaly, failed battery test alerts, and random no delivery alarms noted during testing. No delivery alarms noted in the pump history files on (B)(6) 2021 during bolus however, no motor alarms noted during testing or in the pump history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.